Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer stated the pump battery depleted from 95% to 1% overnight. Tandem technical support reviewed the pump data and confirmed the battery depleted rapidly. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.